Event description:
During evaluation of a returned homechoice device, a baxter technician determined the device failed fluid volume accuracy testing. No additional information is available.

Manufacturer narrative:
(B)(4). The homechoice device was returned and evaluated by the product analysis lab. A service history review revealed a previous service event that could cause or contribute to the reported problem. The piston foam was previously replaced. An internal and external inspection of the device was performed. Electrical testing was performed. During the return instrument test/evaluation (rite) functional testing, the manual volumetric accuracy test failed. The cause of this rite failure was deteriorated piston foam. The piston foam was replaced to resolve the reported problem. Should additional relevant information become available, a supplemental report will be submitted.